Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a recalled implant was used in a patient. The patient was notified and is not pleased with the situation. Post operatively, the patient is reporting pain at the surgery site with no sign of swelling or deformity alignment. Patient has received steroid injections to manage post-operative pain, but remains dissatisfied with the outcome. Patient is reported to demonstrates good range of motion, there is no visible reabsorption of the implant, and no signs of excessive bone activity. Patient sought further opinions from other surgeons but has not been offered any appealing alternatives, and is currently living with the symptoms. Conservative care like orthoses and footwear have all been exhausted. The patient was encourage to seek a second opinion from a colleague of the surgeon to explore the potential for revision surgery. Patient's condition is being monitored for the time being.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that a recalled implant was used in a patient. The patient was notified and is not pleased with the situation. Post operatively, the patient is reporting pain at the surgery site with no sign of swelling or deformity alignment. Patient has received steroid injections to manage post-operative pain but remains dissatisfied with the outcome. Patient is reported to demonstrates good range of motion, there is no visible reabsorption of the implant, and no signs of excessive bone activity. Patient sought further opinions from other surgeons but has not been offered any appealing alternatives and is currently living with the symptoms. Conservative care like orthoses and footwear have all been exhausted. The patient was encourage to seek a second opinion from a colleague of the surgeon to explore the potential for revision surgery. Patient's condition is being monitored for the time being.